Event description:
It was reported that during a case the probe units had burned the outer casing. It was further reported that there were no adverse consequences to pt or user nor was there a delay in the procedure.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed. There are 5 implicated probe units, 1 unit from lot 09103ae2, 2 units from lot 10224ae2, 2 units from lot 11069ae2.